Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block b5 has been updated with additional information received on august 6, 2024. Block h6: imdrf device code a2101 captures the reportable event of stent size incorrect.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be used to treat a biliary stone during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, when the package was opened, the device was not the size indicated on the packaging label. Another advanix biliary stent with naviflex rx delivery system was used to complete the procedure. There were no patient complications reported as a result of this event. ***additional information received on august 6, 2024*** it was reported that the stent length was measured and was found to be longer than the labeled length. The advanix biliary stent was used in the common bile duct.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a2101 captures the reportable event of stent size incorrect.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be used to treat a biliary stone during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, when the package was opened, the device was not the size indicated on the packaging label. Another advanix biliary stent with naviflex rx delivery system was used to complete the procedure. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.